Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic pain. It was reported that the patient underwent the concurrent procedures of a cystoscopy and a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence. It was reported that patient underwent mesh revision on 9/20/2012 secondary to mesh exposure. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.